Event description:
Related manufacturer report number 1627487-2022-01155. Related manufacturer report number 1627487-2022-01156. It was reported that patient had not used or charged their device in 5 to 6 years and had added to their pain. Patient did not have effective therapy. The ipg was explanted. The leads were attempted to be explanted however the physician was unable to due to difficulty in removing. Physician recommended patient to another facility for lead explant. Leads remain fully intact and implanted. No surgery date is set for lead explant. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.